Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-09675. It was reported that an additional lead was implanted on (B)(6) 2019 at the t9 vertebral level in order to provide effective coverage of patient's pain. Postoperatively, the patient is reportedly receiving effective therapy.

Event description:
Device 1 of 2. Reference MFR reference number: 1627487-2019-09675.